Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance the cat6 into a non-penumbra 6f sheath, the physician encountered resistance and consequently, the cat6 became kinked. Therefore, the cat6 was removed and the procedure was completed using a new cat6 and new non-penumbra 7f sheath. There was no report of an adverse effect to the patient.